Event description:
Reporter reported a broken transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 09, 2007.

Manufacturer narrative:
Evaluation summary; results indicate confirmation of broken occluder feet. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.